Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage and temperature management in the operation room, a crack was observed at the tip of the catheter, thus it was decided to refrain from using it.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (6) photo samples. The first photo sample shows the overview of the foley catheter with sample port connector and syringe. The second, third and fourth photo shows a hole in the shaft of the catheter. The fifth photo shows the inflation valve/cap. The sixth photo shows the product packaging with the product information. Visual inspection noted a hole in the catheter shaft measuring (0.052") and (0.3505") from the balloon. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage and temperature management in the operation room, a crack was observed at the tip of the catheter, thus it was decided to refrain from using it.